Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that four patients were implanted a stem hip impl win gen on an unknown side (exact date not reported). Currently, the patients are being monitored due to heterotopic ossification.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item and lot number is available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: according to the received journal article, one patient experienced heterotopic ossification. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: heterotopic ossification cannot be related to one specific failure mode. In addition, the provided information do not indicate any relation between the product and the event. Based on that and on the limited amount of available information, no specific root cause analysis can be conducted. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to the limited available information, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).